Event description:
Initial info was received on (B)(6) 2015 from a consumer's mother. This (B)(6) male consumer with a history of anaphylactic shock and an allergy to shell fish and mollusks had prevident 5% sodium fluoride raspberry varnish applied to his teeth at a dental office and experienced an anaphylactic shock reaction. The dental varnish was applied for the first time on (B)(6) 2015 while the consumer was at the dental office. Subsequently, after he left the dental practice and was at home, his teeth began to "burn". The reporter called the dental office to report the event and they advised the reporter to wash the product off her son's teeth. The son then, could not breathe and was treated by his mother with diphenhydramine (benadryl) and two shots from an (epinephrine) epipen. The consumer was transported to the hospital via ambulance and was treated with prednisone and ranitidine (zantac). No labs or test were performed at the hospital. The dental varnish was discontinued on (B)(6) 2015 after the initial application. The consumer was discharged from the hospital at midnight. At the time of this report, the consumer was recovering from the events. This case is referenced as (B)(4).